Manufacturer narrative:
A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for the lots traceable to the reported lot indicates there were no additional complaints for the reported issue. Three opened trocar cannula/hub assemblies were received for evaluation. The returned samples were visually inspected. Two samples were found conforming and one sample was found non-conforming with a cut in the septum. The conforming samples were then functionally tested for leaking and were found conforming. How the trocar became damaged cannot be determined from this evaluation. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. An investigation has been opened in order to improve performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported observing leaking valved trocars. The procedure was completed with no consequences to the patient. Additional information and product sample have been requested.